Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty recharging the ipg and failed to aligned with the charger. It was also noted that the patient experienced inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg was not returned.